Event description:
It was reported that balloon rupture occurred. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilation. During second inflation at 6 atmospheres for 30 seconds, the balloon ruptured horizontally at the middle part of the balloon. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.